Event description:
A negative advia 1800 amylase patient result was reported to the physician. The technician retested the sample for amylase and obtained a higher result. A corrected report was issued with the higher amylase result. Patient treatment was not prescribed or altered. There was no report of adverse heath consequences as a result of the falsely negative amylase results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant amylase result was due to a clot in the probe. The instrument is performing within specifications. No further evaluation of the device is required.